Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, anterior needle, anterior cuff, and link were not returned, which limited the scope of this investigation. Inspection of the device indicated that the posterior cuff successfully captured the needle during needle deployment. However, during needle plunger retraction, the link broke at the swage end of the posterior cuff. The link break subsequently resulted in a failure to retrieve the suture and this could appear very similar to the reported cuff miss. Because the original plunger was not returned, during testing, the proxy plunger was inserted and retracted successfully without any observable resistance that could contribute to the link break. No manufacturing or quality issues were detected. Based on the investigation findings, the root cause for the link break at the posterior cuff could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted femoral arteriotomy closure after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.